Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump did not alarm low battery prior to replace battery now alert. The customer's blood glucose was 6 mmol/l at the time of incident. The customer was advised to insert a new battery and monitor the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected power loss alarms or replace battery now alarms noted during testing.